Event description:
Boston scientific received information that this left ventricular lead was surgically abandoned due to loss of capture and impedance measurements greater than 2500 ohms. No adverse patient effects were noted.

Manufacturer narrative:
This lead was abandoned, therefore boston scientific crm will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated.